Event description:
Customer reported crack noticed at the bottom portion of the section of tubing that is in the pump. Hal (hyperalimentation) leaking from site. Disposable IV set replaced without further issue. There was no harm to pt. No further info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for eval. It has not been rec'd. A follow up will be submitted if further info is obtained.